Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed eccentric lesion was located in the moderately tortuous and calcified proximal right coronary artery. The physician advanced a 15mmx2.50mm apex balloon to dilate the lesion and it ruptured on the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.